Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three anti-tachycardia pacing (atp) therapy bursts due to the patient being in ventricular tachycardia (vt). The final burst accelerated the patient's rhythm into the ventricular fibrillation (vf) zone. A single shock was delivered, successfully converting the rhythm. Technical services (ts) confirmed that the device was operating as programmed. No additional adverse patient effects were reported. This ICD remains in service.